Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). Patient 1 sample was repeated on the same instrument, resulting without change. The customer was not able to get quality controls within range and repeated the samples on an alternate instrument, which resulted higher. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant na results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the sodium electrode, conditioned and primed the system and ran quality controls, which then resulted within range. The customer ran a 30 patient comparison study, which resulted as expected. The cause of the discordant sodium results was due to an electrode malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.